Manufacturer narrative:
The sma pulley was found to be inadequate, indicated by the front sma wire slipping down to the base of the sma pulley. As the sma wire slid down, the wire could no longer properly advance the ratchet gear, reflected in the device data by timeouts on the front wire and a drive stall during priming. This prevented the firing flat of the ratchet gear from lining up with the release bar by the end of second prime, preventing deployment of the needle mechanism.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.